Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: patient, who had a past medical history significant for a prior l4-s1 posterolateral instrumentation and fusion due to lumbar instability secondary to an automobile crash in (B)(6) 2011, got admitted in hospital with the following pre-op diagnosis: pseudoarthrosis at the l4-l5 and l5-s1 levels status post prior l4-s1 posterolateral fusion in 2011. The patient underwent the following procedures: removal of prior l4-s1 instrumentation; placement of new l4-s1 posterolateral instrumentation using hardware instrumentation system; redo l4-l5 tlif; left foraminotomy at l4-l5 and l5-s1; harvest of local autograft; allograft; redo posterolateral fusion from l4-s1; use of intra-operative fluoroscopy; use of intraoperative neuromonitoring with ssep and motor evoked potentials. The following implants were implanted into the patient, during the surgery: left l4 pedicle screw 8.5x50 mm; right l4 pedicle screw 8.5x55 mm; left l5 pedicle screw 5.5x55 mm; right l4 pedicle screw 6.5x55 mm; left s1 pedicle screw measuring 9.5x50 mm; right s1 pedicle screw 8.5x50 mm; one crosslink at the l5-s1 level; fifty-five mm titanium rods (x2); thirty ml of crushed cancellous bone and 1x5 cm bone graft (x2); locally harvested autograft per op-notes, ¿using the universal instrument removal system, we were able to remove the crosslinks as well as the screw caps, the rods as well as all of the pedicle screws from l4 through s1¿we then turned our attention to placement of the new instrumentation. We first focused at the left s1 level ¿ unfortunately, at this level, during the insertion of the new pedicle screw, the screw itself fractured at the tulip head. Consequently, the screw was removed and was placed with a new s1 pedicle screw of slightly shorter length...once the instrumentation portion of the operation was completed, intraoperative fluoroscopic x-ray was obtained to ensure that we obtained appropriate placement of the new pedicle screws¿once enough of the spacer was removed, we were able to insert new autogrft and allograft into the intervertebral disk space at the l4-l5 level. ¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.